Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hrs. (B)(4), due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number a device history record review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the hand on (B)(6) 2017, the surgeon was inserting a 1.5 x 10mm screw (titanium) through a plate and the screw head pooped off from the screw. The surgeon reportedly spent some time retrieving screw shaft fragment from the patient bone. There was a reportedly about a half an hour delay to retrieve the screw removal set and to remove the shaft. A set of othro screw removal forceps were used to successfully remove the shaft. X-rays were taken to ensure the shaft was removed from the bone. The surgeon used another 1.5mm x 10 mm screw to affix the plate. A total number of screws of seven (7) screws were successfully implanted, with one (1) screw discarded. There were no additional incidents to the reporter¿s knowledge occurred during the surgery. No additional medical intervention was required. There was no harm to the patient. Concomitant medical products: 1.5mm titanium variable angle t-plate 3 holes (part # 04.130.252, lot # unknown, part # unknown). This report is 1 of 1 for (B)(4).